Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer was not able to upload to carelink due to corrupt data which could not be read by the system. Customer also received a watchdog timeout alarm. Customer's blood glucose was 15.3 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. No watchdog timeout alarm was noted. All operating currents were within specification. The pump was programmed with the correct time and date. The pump was monitored for several days. Several boluses were programmed and delivered. The pump was downloaded to carelink and all boluses delivered during testing and during the time the pump was monitored were properly recorded and recorded at the daily totals and bolus history screens. The carelink reports shows all boluses were delivered. No memory anomaly was noted. Several displayable history alarms were found at the alarm history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a stained end cap sticker.